Event description:
A report was received that the patient's lead has a broken contact which was revealed upon impedance check. The physician suspected malfunction on the lead. The patient underwent lead replacement. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.